Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018, that the insulin pump had block problems. The customer indicated he was unable to complete call at the time and would call back to resolve the pump error. The customer also mentioned having sensor problems. Blood glucose value is unknown. The customer was called back on (B)(6) 2018, and was left a voicemail to call back. No troubleshooting was performed. The insulin pump will not be returned for analysis.